Event description:
As reported: "during the t2 alpha gt nail surgery, a drill broke during distal screw fixation and the broken drill tip remained in the patient's bone, and it took some time to remove it. As a result, the drill tip was removed from the patient's bone and the surgery was completed."

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received drill shows significant traces of intense usage on the proximal part as evidenced by scratches all over the shaft. The drill is broken into 2 parts and the distal portion was also returned which shows heavy dents and deformation on the cutting blades. From the microscopic image provided we can say that the breakage was caused by the application of high torsional and bending load. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause was attributed to a user related issue. The failure was caused by application of a high torsional and bending load which resulted into breakage. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "during the t2 alpha gt nail surgery, a drill broke during distal screw fixation and the broken drill tip remained in the patient's bone, and it took some time to remove it. As a result, the drill tip was removed from the patient's bone and the surgery was completed."